Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the catheter was kinked was confirmed and the cause appeared to be associated with use. One radiographic image was provided for investigation. The image showed what was consistent with a triple-lumen powerpicc. The section of tubing that was in the region of the upper arm appeared to be kinked or looped. Kinking of the catheter may have been a contributing factor of the reported inability to flush. The kinking of the catheter may have been affected by the insertion and/or securement technique and patient movement. It was reported that the PICC was placed on (B)(6) 2020. Eight days later, it was reported that the lumens could not be flushed, which indicates that the kink and/or occlusion most likely developed during use. The instructions for use (IFU) state, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of reen3364 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported PICC was placed (B)(6). On (B)(6) 2020, all 3 lumens would not flush. Chest x-ray showed kink in arm. PICC was removed.

Event description:
It was reported PICC was placed 6/24. On (B)(6)2020 , all 3 lumens would not flush. Chest x-ray showed kink in arm. PICC was removed. Medwatch received (B)(6)2020 : "all three lumens would not flush, cxr showed kink of the proximal tube within left upper extremity. PICC was removed"

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kink is confirmed and was determined to be use related. One 5 fr triple lumen powerpicc solo provena catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A kink was observed in the catheter approximately 5.2 cm distal to the bifurcation, just distal to the 4 cm depth marker. Each lumen was found to be patent to infusion and aspiration and no leaks were found. A microscopic observation revealed a dried reside on the surface of the catheter at the location of the kink. Circumferential creases and cracks were observed in this dried residue on the interior side of the kink. Once the residue was removed, the surface of the catheter material was observed to be slight dulled on the interior side of the kink. The location of the kink and the usage residue observed on the catheter as well as the indication from the reported event that the catheter was initially able to be flushed suggest the kink occurred while the device was in use. Catheter placement, securement, maintenance, and access techniques and/or patient movement may have contributed to the observed kink. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of reen3364 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.